Event description:
Customer claims that during set-up the alarm continuously sounds when the pressure is applied to the sensor. The alarm batteries were replaced. The alarm is being used with sensor model #8308. The sensor is new and working with other alarms. The unit springs are intact and the battery door closes properly. The alarm speaker has a visible scratch. There was no pt contact. Evaluation for the returned product shows the unit powered on and has an intermittent alarm tone.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation for the returned product shows that when tested the alarm powered on. The alarm tone is intermittent when pressure is either applied or removed from the sensor pad. The alarm case screws that hold the unit together show rust. There is no other visible damage. Note: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. Manufacturer references file (B)(4).